Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the etco2 not reading correctly. Cu was not in front of the mrx at this time to verify. It was reported that the alleged failure was observed while in use on a patient. No adverse patient impact was reported to philips.